Event description:
It was reported to philips the device gave error code 1007 - machine and proximal pressure sensors failed. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The rse provided troubleshooting tips: (1 replace the da pcba to mc pcba cable, (2 replace the da pcba, (3 replace the mc pcba, (4 replace the pm pcba, (5 replace the cpu pcba. Following the evaluation of the device, the customer reseated the connectors on the sensor board to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.